Event description:
Information received from another country affiliate, held in another country on 04/21/07, we were informed of an adverse event during a presentation of one of the doctors. The pt was wearing acuvue 2 brand contact lenses and had slept while wearing the lenses in 2006. The next day, the patient experienced pain and tearing in the right eye and consulted a local eye dr who prescribed levofloxacin eye drops. Three days later, the pt rec'd treatment at the hosp for further treatment. Visual acuity in right eye, 20/200 uncorrected. The pt was found to have 2 elliptical corneal ulcers, each about 1.5 mm in diameter with epithelial necrotic focus, were fused together in the center of the right cornea. The pt had corneal edema, conjunctival injection and 1 plus inflammatory cells were observed in the anterior chamber. Keratic precipitates were observed on the posterior cornea. Cultures were taken from cornea and contact lens solution in pt's lens case. The dr suspected gram negative bacteria. The following medication was started: tobramycin 8 x day; cefmenoxime 8 x day; ceftazidime 1 gram, IV drip. In 2006, the fifth day of treatment, there was no fluorescein staining, there were no cells in the anterior chamber. The IV medication was stopped. Three days later, the visual acuity in the pt's right eye was 20/17 with a -2.25 contact lens. The culture result of cornea swab was negative. The doctor noted that the pt began antibiotic therapy prior to the culturing the cornea. The culture results of the cl solution from the pt's contact lens case were positive for gram negative bacillus. Neither the lot number nor the contact lens were available for investigation.